Event description:
It was reported, the device was used for treatment of a pneumothorax. The connector was noted to be broken during the middle of this process and a replacement of the unit was necessitated. There was no resultant pt injury.